Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 488 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began over the last week prior to phone call. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues. Customer decline further troubleshooting. Customer would change infusion set and call back if issue persisted.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report.

Event description:
It was reported via phone call that the customer called to inquire about ordering supplies. Customer mentioned he was concerned that his insulin pump was not delivering insulin. Customer had already reported high blood glucose, did troubleshooting and pump had passed. Customer was still confused and thought that insulin did not deliver all the time. We completed a fixed prime which demonstrated that insulin is delivering and customer understood.